Event description:
The account alleged the bed pops out of brake when the bed is shaken. No injury reported.

Manufacturer narrative:
The brake detent was shipped to the account. No further information on the repair of the bed is available at this time.